Manufacturer narrative:
H6: investigation findings - code 213 is based upon the evaluation of the unused sample returned; code 114 is based upon the actual sample returned. This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included an unopened angio-seal vip device and a hemostasis sheath and carrier tube assembly. The sheath/carrier tube assembly was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed upside down and posted to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy from the device successfully, the tamper tube was not able to be deployed. The components were separated, and the tamper tube was found within the carrier tube along with signs of dried blood. The unopened angio-seal vip device was opened and contained a sheath, locator, guidewire, and unopened poly-foil pouch. The foil pouch was opened, and the carrier tube was visually inspected. The bypass tube was found attached at the distal tip of the carrier tube. No other damage or issues were found. The complaint could be confirmed for anchor deployment in the incorrect orientation. The likely cause was determined to have been a material issue as the collagen used could have been below weight specifications, which may have affected device deployment. No corrective actions were taken in response to the complaint. However, an ncr was found to have been potentially relevant through investigation by the manufacturing facility, and corrective actions were taken in response to the ncr.

Manufacturer narrative:
D6a: implanted date: date was unknown. D6b: explanted date: date was unknown. E3: occupation: clinical nurse manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor attempted to seal, it was found that the collagen plug was out. There was no patient harm.